Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise causing auto mode switch was observed on the atrial lead. The noise was not reproduced at the clinic. There were no adverse health consequences; the patient was in stable condition. The lead will be monitored.

Event description:
New information received indicated that patient presented for follow-up, and upon interrogation noted atrial lead continues to exhibit noise. Provocative testing was performed, and the noise was not recreated. The patient will continue to be monitored. No adverse health consequences to the patient.